Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's father stated that the irritation looked like a mild chemical burn and was red and raised. Patient also experienced scarring from scratching the irritation. Patient's parents removed the sensor. At the time of contact, no medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).